Event description:
It was reported the patient's blood glucose rose above 13.9 mmol/l (>250 mg/dl). The patient report bleeding at the insertion site (arm) while wearing the pod for between 25 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The download data showed an 0x5f alarm indicating possible open ground due to a disconnect at the hook. Timeouts were seen at the ending of the run. The device could not be reset and rerun due to communication failure between the pod and the pdm even after 80hr reset period. The shelf mode current could not be obtained due to this failure. The exact cause of the reported communication error could not be determined. Inspection of the hook and hook post spring found that there are <1.5 hook post spring coils underneath the hook. This is confirmed to be the cause of the 0x5f alarm generated during the original run of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.